Manufacturer narrative:
Corrected dat: b4-date of this report in initial MDR should be corrected to 05-jun-2020.g4- date received by manufacturer in initial MDR should be corrected to 05-jun-2020. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-9.5/1.5/095 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.